Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/1.5/095 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively implanted and removed. On (B)(6) 2024, a replacement lens was implanted and the problem was resolved. No injury was reported. Cause of the event is unknown.